Event description:
A lead extraction procedure commenced to remove four leads. Two leads were from a left access (right atrial (ra) lead (siello s) and a non functional right ventricular (rv) lead (linox smart s), and two were from a right access (ra lead (solia s) and rv lead (protego s), due to non function and a redundant lead. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The right sided ra (solia) lead was successfully removed using a cook medical 11f evolution shortie and cook medical evolution 11f rl devices. Attempting to remove the right sided rv (protego s) lead, the physician used the evolution 11f shortie, but met stalled progression, so switched devices to a spectranetics 12f glidelight laser sheath. The glidelight was advancing near the superior vena cava (svc)/ra junction, but met stalled progress again. He removed the glidelight device from the patient in order to change devices, but the patient's blood pressure dropped rapidly. Rescue efforts began immediately, including rescue balloon, percutaneous cardiopulmonary support (pcps), sternotomy and bypass. A perforation in the svc was discovered (MDR #1721279-2022-00052). The repair to the perforation was successful. The physician did not attempt to remove the remaining three leads. He attempted to unlock each lld from the leads, but was unsuccessful. The left sided ra lead/lld (MDR #1721279-2022-00053), the left sided rv lead/lld (MDR #1721279-2022-00054) and the right sided rv lead/lld (MDR #1721279-2022-00055) were all cut, capped and remained in the patient. The patient survived the procedure. This report captures the lld within the ra lead on the left side which would not unlock and was cut and capped and remained in the patient.

Manufacturer narrative:
A portion of the device was discarded and a portion remained in the patient, thus no investigation could be completed.